Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that there was an issue with the product (33300 - metal outer sheath, insulated, 36 cm). External gas plug was missing. According to the complaint description there was an incident were at the final count it was noted that the external gas plug of a storz reusable laparoscopic grasper was missing. Advice was sought from a superintendent radiographer as to whether the plug was x-ray opaque or not, and she said it would depend on the density of the material. A hard film x-ray examination was carried out as per local policy, nothing was detected.